Event description:
The site communicated the patient did admit to using an extension cord with his mpu. This patient did not follow the instructions for using the mpu. The patient was reported to have the v-lock mpu power cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the patient experienced a no external power alarm. This was caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
The november 2020 details regarding the no external power in addition to the use of an extension cord were separated and reported in MFR report # 2916596-2021-01440. Manufacturer investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data that spanning approximately 7 days (13aug2020 ¿ 20aug2020 per time stamp). A no external power alarm was observed on 13aug2020 at 21:54 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved when power was restored to the system. No other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the potential cause of the event were asked multiple times and no responses were received. The root cause of the observed loss of ac power was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿, describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.